Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's device had a detection problem. The patient had thirty five non-sustained ventricular tachycardia episodes and undersensing on the right ventricular (rv) lead. The device and lead remain in use. The patient will be monitored. The patient was a participant in the post approval network /product surveillance registry clinical study. No patient complications have been reported as a result of this event.